Manufacturer narrative:
The returned device matched the reported event. Inspection of the relevant dimensions was not possible due to the extent of damage. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude material faults. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver (sleeve) is laser marked with the printing ¿do not lever¿. A process change was performed with ecn# (B)(4); the wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver manufacturing date predates the process change. Based on the above observations the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user and has to be classified as misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
It was reported that it was tried to use 1806-0203/2 t2 locking screwdriver short, and a small piece of metal used to slide into the screw head to lock it snapped off. Device was noticed to be broken on back table. Suspected broken during cleaning but unsure. Issue resolved by opening another screwdriver. Metal tab was retrieved but thrown out by the tech.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that it was tried to use 1806-0203/2 t2 locking screwdriver short, and a small piece of metal used to slide into the screw head to lock it snapped off. Device was noticed to be broken on back table. Suspected broken during cleaning but unsure. Issue resolved by opening another screwdriver. Metal tab was retrieved but thrown out by the tech.